Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pocket dissection, insulation damage was noted on the right ventricular (rv) lead. The physician capped and replaced the rv lead on (B)(6) 2020. The patient was stable throughout.